Manufacturer narrative:
(B)(4). Internal complaint number: tw #(B)(4). Autonumber: # (B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A lot/serial number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. One of the connector collar of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component part exposed. No visual defects were observed on the inner components. The connector collar was returned separately. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for the failure mode "break".

Event description:
The hospital reported that during sterilization process for an endoscopic vein harvesting procedure, hemopro2 extension cable became removed from the protective covering, the piece that connects into either the adapter or hp2 around the 4 prongs.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable became removed from the protective covering, the piece that connects into either the adapter or hp2 around the 4 prongs.